Event description:
Leica biosystems received a complaint that patient tissue was overprocessed. On (B)(6) 2018, leica biosystems received information from the complainant that, "all cases were diagnosed with the exception of one which will require an excision that may or may not have been needed."